Manufacturer narrative:
During a coronary intervention, the hub of a 6-french vista brite tip jr 4 guiding catheter "snapped off". No patient injury occurred. As reported, the unit was over-torqued prior to the hub separation. Characteristics of the patient's vasculature were not provided. No product was returned for evaluation. Review of the manufacturing records did not identify any discrepancies. The product was not returned for analysis. The manufacturing records for lot a0206865 were reviewed and results indicate that product met quality requirements for product acceptance. With the limited information available, device handling may have contributed to the event.

Event description:
During a pci procedure of the rca (unknown vessel and lesion characteristics), the catheter was over torque, and the proximal section next to the hub separated. There was no patient injury reported with the event.